Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis and the maintenance records were checked and no occurrence potentially related to the defect was observed. Sample of reported incident was received for analysis and it was possible to observe the failure is related to needle.

Event description:
It was reported that the bd plastipak¿ insulin syringe did not aspirate the medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "the packaging was preserved, when opened, the needle was connected to the syringe and punctured the bottle of medication. The set does not aspire the medication. When using another set, the medication was aspirated without problems." "The syringe and the needle was well connected. The customer has not noticed any damage in the needle or syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe did not aspirate the medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "the packaging was preserved, when opened, the needle was connected to the syringe and punctured the bottle of medication. The set does not aspire the medication. When using another set, the medication was aspirated without problems." "The syringe and the needle was well connected. The customer has not noticed any damage in the needle or syringe."